Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported cutter didn't cut at all during a cataract/vitrectomy surgery. The product was replaced and the surgery was completed. There was no patient harm.

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray. The sample was visually inspected and found to be nonconforming with the probe needle completely broken off at the stiffener sleeve. No functional testing could be performed due to the probe needle broken condition. The degree of wear could not be determined due to the probe needle broken condition. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the reported cut failure due to the probe needle broken condition. How and when the probe needle became broken cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. The reported cut failure was unable to be confirmed, an exact root cause for the broken probe needle could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. The manufacturer internal reference number is: (B)(4).